Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during the implant attempt, the physician was trying to insert a competitor lead into the device header and it would not go in. The physician requested a new device and the lead slipped right in with no issues. The device was not used and the second device was implanted. No patient complications have been reported as a result of this event.